Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of visible foam particles. The technician confirmed particles in the air path. During the evaluation, secondary findings was observed. There was six error codes found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/15/2022. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected no device problem found. Section h6 have been updated in this follow up report.